Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with the alto stent graft system. During the procedure, the physician was able to confirm flow to the left renal and the primary sealing ring that was sitting below the left renal. The patient lost flow to both renal arteries. The physician was unable to successfully cannulate and stent to restore flow from the groin access or from the arm. The final patient status was reported as being stable hemodynamically post-procedure but will require dialysis.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported intraoperative occlusion of the bilateral renal arteries requiring dialysis is confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy- and user-related due to the short thrombus laden aortic neck and the neck conicity being off-label at 12.1% (IFU requirement is equal to or less than 10%), respectively. The procedure-related harm identified was acute renal failure. The final patient status was reported as being stable hemodynamically but will require dialysis. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: d10 therapy dates; remove fs112321-34. G3 awareness date . H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.